Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that her blood glucose exceeded 400 mg/dl. The patient treated via manual insulin injection and insulin pump therapy. Her blood glucose has since dropped to 117 mg/dl. The customer also mentioned that the insulin pump had sustained physical damage. The bumper on the drive support cap was missing and the screen was scratched. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.